Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver sought assistance for a dexcom g7 continuous glucose monitoring pairing issue with the ilet system, characterized by intermittent signal loss that resolved once the pump was in hand and readings appeared. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care or hospitalization. Investigation included troubleshooting of cgm-to-pump connectivity and signal integrity. Investigation of this case revealed transient communication loss between the cgm and the pump without evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication interference or user-handling positioning affecting signal acquisition.